Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 512 mg/dl and excessive no delivery alarms. Customer also had a bent cannula but declined to troubleshoot for that and the high blood glucose. No further details given.